Event description:
It was reported "patient requires insertion of an arterial line catheter. The pharmacy is requested for an arterial access catheter system number 22x5 cm, which upon removing the protector of the device showed evidence of guide fracture, so the arterial line was changed." This was found prior to use. There was no patient harm or injury. The patient's current condition is unknown at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The images show a guidewire removed from the package with a clear kink in the guidewire body. The second image shows the lidstock of the package with a clear crease in the packaging. The complaint of a kinked guidewire in package was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is damaged." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "patient requires insertion of an arterial line catheter. The pharmacy is requested for an arterial access catheter system number 22x5 cm, which upon removing the protector of the device showed evidence of guide fracture, so the arterial line was changed." This was found prior to use. There was no patient harm or injury. The patient's current condition is unknown at this time.